Event description:
The account alleged that the brakes will not hold on the foot of the bed.

Manufacturer narrative:
The account found the brake cable hanging down from block. The account replaced the brake block to repair the bed.